Manufacturer narrative:
(B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual and internal inspection, functional testing, event history log review, and delivery testing with test device and test passed. The customer problem was not able to be duplicated. There were no issues found the pump delivering, the pump functioned properly and delivered within specifications. The labels were undamaged, and the tamper seal was missing. The pump was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump caused a large extravasation over hours without alarm. There was unknown patient involvement.